Event description:
The director of nursing reported occlusions in the tubing during a cataract with intraocular lens implant procedure. The occlusion was caused by cortex in the tubing, there was not a device issue per the initial reporter. The case was complete with no impact to the pt. There was no additional information on th tubing and no sample was kept since they did not feel there was anything wrong with the tubing.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).